Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported they were having a minor surgery today and they might have to turn off the device but they didn't know how to do that. The patient said they'd gotten so used to it that they'd forgotten all about it. Patient services reviewed external devices with the patient and began to walk the patient through connecting to their settings. When the patient put the communicator over their ins site to hit 'find device' they said "oh, I can feel it on my thing!" The patient further clarified that what they meant was that they briefly felt the stimulation a little bit at their ins site when they placed the communicator over the ins site and connected. The patient was able to connect to see their settings. Patient services reviewed how to turn the ins off and back on. The external devices were functioning as intended. The patient received a message that their communicator battery was low. The patient confirmed seeing the communicator battery light was lit up while unplugged. Patient services reviewed with the patient that meant to charge their communicator once they were finished using the external devices. The patient was then able to end their session and was going to plug the communicator in to charge it prior to leaving to head to their procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.